Event description:
Report received of an under-delivery. The customer indicated the event was a result of an error in programming the device. The pump was programmed in the dose calculation mode to deliver 5mg of epinephrine in 250ml with a dose of 0.015mcg/kg/min instead of the intended 0.020mcg/kg/min. There was no reported adverse pt effect and no medical intervention were required. Though requested, no further info was available.